Event description:
During primary surgery, bone cement did not adhere to components and became loose after implantation. Components were taken out and new ones were implanted. No harm to pt. Delayed surgery (1)hour.